Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device - 1 year, 6 months and 5 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's spouse reported difficulty reconnecting the percutaneous lead (driveline) to the system controller. The ventricular assist device (vad) coordinator advised the patient to exchange the system controller with the patient's caregiver while on phone. The manufacturer¿s technical service representative reviewed the submitted log file and observed a backup battery fault alarm and a driveline power fault alarm due to the subsequent pump stoppage associated with disconnecting and then reconnecting the driveline to the exchanged system controller. The alarms were silenced and the patient was given a modular cable to exchange in case the alarms returned or escalated. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: the reported backup battery fault alarm was not confirmed during the investigation. The reported system controller was not returned and could not be tested. No log file was submitted for review in order to confirm the reported event. The root cause of the reported event could not be definitively determined. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.